Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor receptacle and the advanced breathing locking system were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed for 'no inspiratory flow sensor' and 'no expiratory flow sensor'. There was no report of patient involvement.